Event description:
During morning test, it was reported that the device failed to charge to the selected energy and illuminated the service light. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported problem was not determined.